Event description:
It was reported that an ilet user was unable to proceed with a supply change because the touchscreen was unresponsive and the press-and-hold option was greyed out; after a guided mobile restart, the user completed the supply change, and blood glucose measured 291 mg/dl as the user did not revert to alternative therapy when ilet stopped dosing. Symptoms included hyperglycemia that was asymptomatic. Outcomes included a delay to therapy and no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated and the medical device problem characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. This report is for the user error of not reverting to alternative therapy. A separate report will be submitted for the unresponsive touchscreen.